Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece didn't start running and there was a beeping sound only. Additionally, the saw attachment could not be removed from the machine. There was no patient harm. There was a delay of approx 10 minutes and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow-up medwatch will be submitted once the device has been returned and the investigation is complete.